Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas integra creatinine plus ver.2 assay on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 15.3 mg/dl. The result was questioned by the operator as it did not agree with the patient's previous results. The sample was repeated on a second analyzer, resulting in a creatinine value of 0.83 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The creatinine reagent lot number was 79448201, with an expiration date of 31-jan-2025. The customer stated control recovery was acceptable. The field service engineer found a hole in rinse tubing. The tubing was replaced and flushed out. The rinse mechanism and gripper were adjusted. Analyzer checks were performed. Precision studies and controls were run. The investigation determined the service actions resolved the issue.